Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that sterile breach occurred before use with a bd 1ml syringe luer-lok¿ tip. The following information was provided by the initial reporter, noticed syringe cannot draw fluid before use on (B)(6) 2019. After the test performed by local distributor, it's found that the issue mentioned above is result from package seal integrity/questionable on male luer by 2019.06.18. Defected product didn't use on clinical patients".

Manufacturer narrative:
H.6. Investigation: one photo and one loose 1ml syringe was received and evaluated. It was observed there was a small deformation at the base of the thread and a small flashing on the tip of the barrel. This was a rejectable condition per product specification. Potential root cause for the needle connectivity defect is associated with the molding process. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that sterile breach occurred before use with a bd 1ml syringe luer-lok¿ tip. The following information was provided by the initial reporter, noticed syringe cannot draw fluid before use on 2019.06.13 after the test performed by local distributor, it's found that the issue mentioned above is result from package seal intergrity/questionable on male luer by 2019.06.18 defected product didn't use on clincal patients."